Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the spinal cord stimulator (scs) was off but it shocked her a couple nights when she was lying in bed. Patient stated this happened 3 or 4 nights afew weeks ago. Patient stated this occurred when she was in bed. Upon reading scs, patient had only used 3% of the time in 2 years. No programming since scs was implanted. All impedances were reported as good. Diary did not show that scs had been on at all duringthe last month. Scs was not on during meeting with the rep. The rep turned on the scs and patient experienced no discomfort, felt stim in appropriate areas. Patient will try to use this more and let rep know if it happens again. No indication that anything was wrong with the system. Unknown if issue is resolved at this time. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. The cause was unknown. The rep reported the scs does not appear to have been on when the rep looked at the diary. Patient stated it was on however diary did not show it was on. Unknown if issue has been resolved however patient to keep an eye on it.